Manufacturer narrative:
The device remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified distal superficial femoral artery (dsfa). A drug-coated balloon dilatation catheter was used to pre-dilate the vessel and atherectomy. A 6.5x100mm supera self expanding stent was advanced and implanted at the lesion; however, the stent elongated. The stent delivery system was removed under fluoroscopy. There were no adverse patient effects and no clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the heavily calcified anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate and recoil after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: additional information added.

Event description:
It was reported that the procedure was to treat a heavily calcified distal superficial femoral artery (dsfa). A drug-coated balloon dilatation catheter was used to pre-dilate the vessel and atherectomy. A 6.5x100mm supera self expanding stent was advanced and implanted at the lesion; however, the stent elongated. The stent delivery system was removed under fluoroscopy. There were no adverse patient effects and no clinically significant delay. Subsequent to the initially filed report the following information was received: the supera stent recoiled after being in the vessel for awhile and the stent elongated. The stent was a bit tight in that area and an unspecified balloon was used to further dilate the area. No additional information was provided.